Event description:
It was reported the patient had been experiencing acute sharp pain. Patient felt pressure and couldn't put any weight on their left side. Patient had been able to change her batteries to her programmer today and their stimulation was up and running. Patient stated they started to feel pain and it continued even when they turned the stimulation off. It was later noted the patient had turned off the programmer and not the stimulation. Patient stated they turned it off three hours prior. The patient's symptoms were on their left side where they had a 'loose wire.' It was also noted the patient had pain in their thigh but did not think it was related to the device. Patient was on program one at 2.9 volts. Stimulation was on at the time of report. Stimulation was decreased to 2.4 and the patient felt comfortable. Patient had been feeling stimulation in the bike seat area on the left side. Follow up from the health care provider reported they were unable to contact the patient. The health care provider sent a letter to the patient and the last time the patient had been seen in office was in 2009. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v090732, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had received assistance from their doctor or manufacturer representative and their concerns were resolved. It was also reported that the patient had an appointment scheduled for (B)(6) 2013 with their doctor. No further information was reported.